Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unk hip femoral stem actis/part number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Event description:
It was reported that the patient was revised with an actis stem and hemi head. Surgeon was alerted and notified of the infection on (B)(6) 2025. Surgeon was unsure of what caused the infection. Doi: unknown. Dor: (B)(6) 2025. Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿patient was revised with an actis stem and hemi head. Surgeon was alerted and notified of the infection on sep 9, 2025. Surgeon was unsure of what caused the infection." The product was not returned to medtech orthopaedics, however photos were provided for review. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot (product code: 101011080, lot - d25045436) combination. Added: g4 (PMA), h4. Corrected: d1, d2a, d2b, d4 (catalog).